Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
It was reported on 01/06/2023 by a sales representative via sems that an ar-6480 pump does not pump water. Case involvement, no patient effect.